Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason(s) for revision: component loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: component loosening. Update rec'd 29 aug 2013 - acetabular cup confirmed as component that became loose. Update received 16th october, 2013. Lot number added for femoral head. Update - marked as legal, filed out mw fields, patient name and d.o.b and amended original surgery date. Taken from legal email dated 14th may 2014. Update - added hospital, surgeon and kid number. Taken from legal email dated 29th july 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing- left, reason(s) for revision: component loosening. Update rec'd 29 aug 2013 - acetabular cup confirmed as component that became loose. Update received 16th october, 2013. Lot number added for femoral head. Update - marked as legal, filed out mw fields, patient name and d.o.b and amended original surgery date. Taken from legal email dated 14th may 2014. Update - added hospital, surgeon and kid number. Taken from (B)(4) email dated 29th july 2014. 05 march 2015 - update - rcvd lot number for cup - added with man and exp dates.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: component loosening. Update rec'd 29 aug 2013 - acetabular cup confirmed as component that became loose. Update received 16th october, 2013. Lot number added for femoral head. Update - marked as legal, filed out mw fields, patient name and d.o.b and amended original surgery date. Taken from legal email dated 14th may 2014.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.